Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that enhanced half-height cubie drawer 6 caused the machine not to power on. The fse tested the pyxibus controller cards and determined that drawer 6-2 was out of range. The fse replaced the controller card and tested the system using the hardware test application and the dispensing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station would not turn on and remote smart service on offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.